Event description:
Patient reported "this morning I hit the floor twice... And it hurts". "I blacked out". Dizziness and lightheadedness since recent MRI (magnetic resonance imaging) procedure and patient has concerns about pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).